Event description:
After pipetting an hiv I/ii peptide plate on summit the technician noticed that the summit did not pipette sample or dilent in some of the wells in positions a1 through h1. No error was generated by the summit. No death or serious injury was associated with this incident.